Event description:
It was reported that a device was used during an unknown porcedure. It was reported that the device would not work during the procedure. The case was completed with another hp052. There was no patient consequence.